Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and ten months post implant of this 27mm mitral bioprosthetic valve, it was explanted and replaced with a 29mm valve of the same model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to worsening left ventricular outflow tract (lvot) obstruction, caused by the mitral valve strut. No additional adverse patient effects were reported. Patient weight updated in section. Patient and device codes updated in section. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.